Manufacturer narrative:
The system was examined and the reported ¿low laser issue¿ was not replicated, but the reported ¿illuminator issue¿ was. The laser core and lamp were both replaced and returned for evaluation. The system was tested and found to meet product specifications. The system was manufactured on april 15, 2010. Based on qa assessment, the product met specifications at the time of release. The lamp and the core module were received for evaluation. The samples were installed in a calibrated system. It was discovered that the lamp had ¿intermittent arcing issues.¿ regarding the laser, it was found to have displayed a system message (sm). However, the ¿low power¿ issue could not be replicated. The root cause of the reported ¿illumination lamp issue¿ can be attributed to the non-conforming lamp. An investigation was opened for this issue. The root cause of the reported ¿laser low/no power-system¿ could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that both lamps are out and there is a laser issue. Additional information has been requested.